Event description:
It was reported that the patient received an alert for high, out of range hv lead impedance. It was suspected that the issue might be related to a change in patient physiology. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.